Event description:
It was reported that there was a separation of catheter to mating component during use with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: IV catheter control plug easily deflate out.

Manufacturer narrative:
Device available for eval?: yes. D.10. Returned to manufacturer on: 9/8/2020. H.6. Investigation: one photo and one sample was received by our quality team for evaluation. Visual inspection of the photo showed a sample with no vent plug. During visual inspection of the returned sample showed that the vent plug was intact. Therefore, the investigation was not able to confirm the customer experience, as the vent plug was observed to be intact on the returned sample. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a separation of catheter to mating component during use with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter: IV catheter control plug easily deflate out.